Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The cause of the high bg was unknown. The customer administered a manual insulin injection to address the high bg.